Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was at the bsv (blood sampling valve), volume was approximately 1 ml, and not contained within the instrument. The customer was wearing gloves, lab coat and eye wear. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the tubing was loose at port wm9 of the blood sampling valve (bsv). The tubing at wm9 is the output from the bsv to the wbc (white blood cell) bath. The fse reattached the tubing at wm9 and the instrument ran without any leaks. The repairs were verified per established procedures. Identification of failure mode: the cause of the leak was the tubing at port wm9 of the bsv came off the fitting. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to segmentation errors at the bsv. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).